Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transfemoral tavr procedure, resistance was noted during the insertion of the 20fr and 22fr dilators. Upon removal, both dilators had ¿coating peeling off.¿ the 20fr expandable sheath (esheath) was placed without incident. A 29mm sapien xt valve was deployed in a final 50:50 position across the annulus. The esheath was removed without incident. The patient was transported to recovery in stable condition. The access vessel minimal luminal diameter (mld) was 7mm with severe calcification and mild tortuosity reported. No photographs of the devices were available at the time of this report. The devices were returned to edwards lifesciences for evaluation. The visual inspection performed during the pre-decontamination and the preliminary evaluation revealed severe, deep scratches approximately 7 inches in length on both dilators, resulting in shearing of the dilator material. The material was observed to be hanging from the devices as loose ¿string.¿ the loose material appears to be due to the deep scratches, not the hydrophilic coating peeling as indicated in the initial event report.

Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. The 20fr and 22fr dilators were returned to edwards for evaluation. During visual inspection, plastic material was observed hanging from the dilators as loose ¿string¿. The loose material appeared to be due to deep scratches in the dilator shafts, not due to the hydrophilic coating peeling as originally reported. Multiple, deep scratches were present on the dilator shafts. Dimensional analysis of the shaft outer diameter (od) was performed. All measurements met specification. The dilator/introducer component undergoes 100% manufacturing inspections during the manufacturing process. The devices also undergo quality inspections based on a sampling plan. These inspections make it unlikely that a manufacturing non-conformance contributed to the reported event. The device history record (DHR) review did not reveal any issues that could have contributed to this event. The report of damaged dilators was confirmed; however, no manufacturing non-conformances were identified in the returned devices. Scratches along the dilator shafts indicate that the patient had some level of vessel calcification. It was reported that the patient had severe access vessel calcification. This calcification likely contributed to the dilator shaft damage observed on the returned devices. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeds the july 2015 control limits for this failure mode. Therefore, no corrective or preventative action is required.